Manufacturer narrative:
(B)(4). Product will not returned. Customer declined product replacement. Customer after eat,feels better;customer tested and considered meter is working properly. Most likely underlying root cause of malfunction:user's test strips had a poor fill. Manufacturer attempted to contact customer with follow up phone calls;unable to make contact with the customer.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 56 and 59 mg/dl. The customer's expected fasting blood glucose test result range is 140mg/dl. The customer feels symptoms of shaky and sweaty. Medical attention is not reported as a result of the symptoms . During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 70 and 76mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that run a blood glucose test and obtained 59mg/dl. Customer tested with another meter brand and obtained results of 79mg/dl. Customer states that feels like the glucose range is low. Customer states needs to eat. Customer was able to run a blood test and then realize that the meter might be working properly.